Event description:
It was reported by the aci clinical specialist that a patient underwent an interventional coronary procedure on an unknown date. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that hemostasis was achieved. Thirty minutes later, the patient had a "large" hematoma (greater than 6cm) which kept growing and ended up wrapping around the patient's leg. Manual compression (duration unknown) was applied to the hematoma. Vascular surgery was called. It is unknown if they operated or not. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.